Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log files captured no low-speed events. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient reported a momentary speed drop to 5500 revolutions per minute (rpm). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23jan2017. Heartmate ii lvas if, is also available. Section of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the outpatient clinic for ventricular assist device (vad) interrogation. The patient reported their pump speed dropped to 5500 rpms momentarily and no alarms sounded. It was stated that this was an isolated event. Technical services reviewed the log files, which did not capture any pump speed drops below the low speed limit.